Manufacturer narrative:
Section d10: correction. Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The reported event of the atypical power cable disconnected alarms was confirmed via the log file. The submitted and downloaded log files contained data spanning approximately 6 hours and 20 minutes ((B)(6) 2020 from 8:17:02 to 14:37:56) per timestamp. Throughout the log file several intermittent atypical power cable disconnected alarms activated while the controller was connected to battery power. The alarms activated due to invalid rsoc faults, the alarms cleared shortly after activating each time. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, (B)(6), was functionally tested and found to operate as intended during analysis. Provided information indicated that the system controller was exchanged which resolved the alarms. The root cause for the reported event was unable to be conclusively determined through analysis. Incidental findings included a missing serial number label and a dim pump running led. The heartmate 3 patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including battery power cable disconnected alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the set of battery clips were causing issues with intermittent loss of battery connection. The patient was also having recurrent low voltage alarms and power cable disconnects despite cleaning and change in batteries and clips. The alarms resolved after controller change and clip change.